Event description:
This event involved a pt who was on a transplant list for dilated idiopathic cardiomyopathy and was on a biventricular assist device. In the evening in 2002, a grinding noise was heard coming from the portable thoratic system to the standard thoratec system at the bedside. Pt immediately became agitated and short of breath. A blue alert was called. The pt developed pulmonary edema. Was intubated and placed on a ventilator and transferred to the coronary care unit. During the code, it was discovered that the left and right drive lines connected to the back of the standard thoratec system were connected backwards. The pt expired three days later.